Event description:
It was reported that pericardial effusion (pe) and cardiac perforation occurred. The procedure was aborted. A left atrial appendage (laa) closure procedure was being performed using intracardiac echocardiogram (ice) imaging. Pre-procedure imaging confirmed there was no pe noted prior to the procedure. Venous access was obtained and transseptal puncture (tsp) was performed using versacross connect (vcc) transseptal access system with a watchman trusteer access system (was). Directly after tsp, a pe was immediately noted to start growing anterior to the right ventricle. The physician decided to abort the procedure and perform a pericardiocentesis and an auto-transfusion of the patient's blood. The bleeding did not stop so a sternotomy was performed and a laceration to the dome of the left atrium was noted, and the perforation was stitched closed. The laa was then clipped using a non-boston scientific clip device. The patient remains hospitalized but is expected to make a full recovery.

Manufacturer narrative:
B5: information added.

Event description:
It was reported that pericardial effusion (pe), cardiac perforation occurred. The procedure was aborted. A left atrial appendage (laa) closure procedure was being performed using intracardiac echocardiogram (ice) imaging. Pre-procedure imaging confirmed there was no pe noted prior to the procedure. Venous access was obtained and transseptal puncture (tsp) was performed using versacross connect (vcc) transseptal access system with a watchman trusteer access system (was). Directly after tsp, a pe was immediately noted to start growing anterior to the right ventricle. The physician decided to abort the procedure and perform a pericardiocentesis and an auto-transfusion of the patient's blood. The bleeding did not stop so a sternotomy was performed and a laceration to the dome of the left atrium was noted, and the perforation was stitched closed. The laa was then clipped using a non-boston scientific clip device. The patient remains hospitalized but is expected to make a full recovery. It was further reported that 1400ml of dull colored blood was removed during the pericardiocentesis. The patient was discharged home after a full recovery.